Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. It was reported that the patient experienced puncture of the bowel and was poisoned with feces. The patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw503810.